Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported a vertical stripe on the lcd screen. The customer did not troubleshoot the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with missing segments/partial display, and vertical/horizontal black lines due to cracked lcd glass. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to cracked lcd glass. Pump also received with scratched case, pillowing keypad overlay, cracked retainer, missing display window cover, and minor scratched lcd window.